Manufacturer narrative:
(B)(4). Upon further review the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device dfmea, pfmea, or ufmea will not be performed. It was reported a male of unknown age and unknown medical history, underwent a revision of left total hip for unknown reason. It was reported patient underwent a revision procedure due to unspecified type of infection. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. The patient was noted to have a higher risk for periprosthetic joint infection due to the revision procedure that was performed. A revision procedure is longer in duration than a primary total hip arthroplasty, thus increasing the patients risk for bacteria introduction during removal of hardware and implantation of new hardware. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006540 bone scr 6.5x40 self-tap 63895994. 00625006525 bone scr 6.5x25 self-tap j6793102. 00801802805 femoral head 63924019. 110024465 g7 dual mobility liner 46mm 813970. Ep-200152 act artic e1 hip brg 691330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03695, 0001825034-2020-03761.

Event description:
It was reported that patient underwent left total hip arthroplasty and then was revised less than a year due to infection. No additional information is available.